Manufacturer narrative:
The device has not yet been received for evaluation. When the pump is received for evaluation, a follow-up report will be filed upon completion of the evaluation, or if additional info becomes available.

Event description:
The facility rep reported "customer was transferred to customer service to send the pump in. He was given a tracking # 324506. There was an overflo on it" on a flogard pump during pt use. Although baxter attempted to obtain info, details were not available regarding add'l contact info. According to the facility rep, no pt injury or medical intervention has been reported related to the device. No additional info was available.